Event description:
It was reported that while starting a da vinci s hysterectomy procedure, the site was unable to align their endoscope. With the assistance of an isi technical support engineer, the site exchanged the scope, verified the camera controller unit (ccu) settings, re-seated the scope sterile adapter and re-aligned the scope. At this time, the image appeared to be in alignment; however, the site stated that the camera head sterile adapter appeared to be crooked. The patient was under anesthesia for approximately 40 minutes when the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported scope mis-alignment issue experienced by the customer was associated with the sterile adapter having been incorrectly seated. The camera arm sterile adapter provides the point of connection for the endoscope to the camera arm. The system was repaired by having the site re-seat the camera arm sterile adapter. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.